Event description:
Reference number (B)(4). Event occurred in the canada. It was reported on (B)(6) 2024 that the infusion set cannula was damaged followed by alarm. The insertion site was at abdomen. Duration of infusion set used was not more than 48 hours. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. Patient was facing frequent and reoccuring occlusion issues. The issue got resolved by replacing the infusion set and resumed insulin deliveries. No further information available.